Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Broke...plugged it in...started to smoke - oral-b [device catching fire]. Broke...plugged it in...began to emit a very bad odor - oral-b [device issue]. Case narrative: consumer via chat stated that their oral-b io toothbrush broke. They plugged it in and it started to emit a very bad odor and smoke. No injury was reported.